Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include unexpected stress to the cable unit due to user handling caused the failure, resulting in no image and occurrence of scope communication error (b30).

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty cable. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a camera head would not white balance. There was no patient involvement or injuries reported. No additional information has been obtained.